Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were cracks on the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Findings: unit received intermittent button response due to corroded keypad traces. No button error alarm. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.